Manufacturer narrative:
Sections with additional information as of 23-dec-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned - customer had returned the incorrect test strips. Meter was returned. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 408, 457, 312 and 374 mg/dl. Customer went to a regular doctor visit and wanted to compare her meter to her doctor's office meter; customer stated the true metrix read 475 mg/dl non-fasting and the doctor's meter read 439 mg/dl non-fasting. Customer is also comparing the meter to her dexcom meter. The customer¿s expected blood glucose test result ranges are 146 mg/dl am fasting and 400 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 408 mg/dl, date: on (B)(6) time: unsure fasting, result 2: 457 mg/dl, date: on (B)(6) time: 10:07 am fasting, result 3: 312 mg/dl, date: on (B)(6) time: 07:57 am fasting, result 4: 374 mg/dl, date: on (B)(6) time: 09:25 am fasting, result 5: 124 mg/dl, date: on (B)(6) time: 05:30 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Customer returned incorrect strips (lot#: zc5786s). Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned- evaluation in process. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made contact with customer in a follow-up call on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.